Event description:
The patient's daughter reported that during rehabilitation, the patient felt the heart rate drop lower than what the device was programmed at. The patient also reported feeling lethargic lately. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.